Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. D4 batch #: x7031a. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned out of its original packaging. Upon visual inspection, it was found evidence of cable marks on the tyvek and the damage on the cable. The blister was not returned. This defect has been correlated to a manufacturing process. The reported complaint was confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch x7031a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned out of its original packaging. Upon visual inspection, it was found evidence of cable marks on the tyvek and the damage on the cable. The blister was not returned. This defect has been correlated to a manufacturing process. The reported complaint was confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch x7031a, and no non-conformances were identified.

Event description:
It was reported that during a ta tme the product was not packed sterile, as the cord was sticking out of the sterile packaging. The instrument has been used.

Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: the instrument has not been used ¿ due to unsterile packaging. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.